Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 20, 2020 that a lighttrail tractip laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga 30 watt laser console with laser settings of 800 millijoules and 12 hertz. According to the complainant, during the procedure, it was noted on the screen that the tip of the laser fiber was cut and hung a little bit from the fiber body. The damaged fiber was completely removed from the patient. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail tractip laser fiber was used in a ureteroscopy procedure performed on (B)(6), 2020. Reportedly, the laser unit used was an auriga 30 watt laser console with laser settings of 800 millijoules and 12 hertz. According to the complainant, during the procedure, it was noted on the screen that the tip of the laser fiber was cut and hung a little bit from the fiber body. The damaged fiber was completely removed from the patient. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10: investigation results the returned lighttrail tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in a generic bag. A visual and functional check of the glass distal tip revealed that the glass distal tip exhibits devitrification and was fractured. There were signs of slight detritus adhesion between the distal tip and stripping location. The fiber was tested with hene laser fixture, the aim beam was visible at the tip and the light spot created by the aim beam appeared unacceptable per IFU requirements. No other issues with the device were noted. The complaint was confirmed. The distal tip was observed to be fractured. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. Review and analysis of all available information indicated that the root cause is a known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.